Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter inc (bec) that there was a leak of bloody fluid dripping into the slide tray on the coulter lh750 slidemaker. The operator was wearing gloves and a lab coat at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet was not reviewed, but an exposure control or risk management plan is in place. There was no impact to patient results. There was no report of death, injury, or change to patient treatment associated with this event. Field service engineer (fse) found that the vacuum accumulator tank drain line was kinked between the hinge back door and the frame of the slide-maker. The fse replaced the drain line and resolved the leak. Repairs were verified as per established procedures, and the results met published performance specifications. The vacuum accumulator tank drain line may have blood and diluent while in operation and cleaner while in shutdown. The cause of the leak was vacuum accumulator tank drain line kinked between the hinge back door and the frame of the slide-maker.